Event description:
Later the patient's managing physician had reported that the cause of the increase in seizures is not related to vns therapy/surgery. The seizure rate is noted to be above pre-vns baseline levels. It was noted that the patient was not treated at a local hospital (to the provider), so this patient has not been seen by the physician to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is currently hospitalized and intubated due to seizures. The relationship of these seizures to vns is unknown. No other relevant information has been received to date.